Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.